Event description:
It was reported that a bd as lvp 20d low sorb ss 1.2m leaked during use. The following was reported by the initial reporter: "it was reported that there have been multiple leaks over the past few weeks involving the filter piece of the tubing set."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 10010453 lot number 20067263 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that a bd as lvp 20d low sorb ss 1.2m leaked during use. The following was reported by the initial reporter: "it was reported that there have been multiple leaks over the past few weeks involving the filter piece of the tubing set."